Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is linked to mfg report number 3004608878-2025-00004 for the 2nd report of slippage: a facility reported that they were unable to turn the torque knob on the mayfield skull clamp (a1059) past 40 lbs. Of pressure and had difficulties getting it to 60 lbs. They also mentioned two different slippages when using the mayfield skull clamp. There was no patient injury and delay in surgery is unknown. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device was unable to duplicate slippage. The 80lb torque knob goes all the way to 80lbs when put under pressure, and when the clamp is properly positioned and put under pressure, it did not move. However, the unit does have some movement in the lock that will require a preventive maintenance (pm) to be performed. By the completion of service, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs will be replaced along with general maintenance and cleaning. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.